Manufacturer narrative:
Device was repaired and returned.

Event description:
It was reported that a patient fell out of the bed and the bed exit did not alarm. It was further reported that the patient received minor bumps and bruises, but no medical intervention was reported. After evaluation it was found that the footboard was bent causing it to lose connectivity to the bed. Therefore, the bed exit could not be engaged.

Event description:
It was reported that a patient fell out of the bed and the bed exit did not alarm. It was further reported that the patient received minor bumps and bruises, but no medical intervention was reported. After evaluation it was found that the footboard was bent causing it to lose connectivity to the bed. Therefore, the bed exit could not be engaged.